Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided images found the device with its identification information. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a shoulder arthroscopy, it was noticed that the control unit dyonics 25 needed to use a larger volume of serum, causing the expansion of the shoulder volume in a shorter time. The procedure was completed without surgical delay using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).